Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The rotawire was damaged. The advancer unit and burr unit were received attached together as a single unit. The advancer knob was returned tightened in a backward position. Microscopic examination did not present any damage. Functional testing was performed by connecting the rotablator rotalink plus device to the rotablator control console system. The device was not able to get any speed and the stall light came on the console. The advancer was dismantled and the ultem was found to be melted. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: ¿adjust the turbine pressure knob until the burr is spinning at the correct speed. 2.15mm burrs and larger 180,000 rpm¿ (B)(4).

Event description:
It was reported that unstable speed occurred. A 2.25mm rotalink¿ plus was selected for use. After setting up the device, the speed was set to 200kpm outside the patient. Then, the physician tried to deliver using dynaglide mode from the guiding catheter. However, the rotation speed did not stabilized and was not delivered. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.